Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate value of 105 units and remained static. Reportedly, the cartridge was filled with 180 units of insulin. There was no impact to the customer¿s blood glucose level. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.